Event description:
Ambulance crew responded to male found on the floor at home with CPR in progress. The crew connected the patient to the portable monitor/defibrillator. The monitor displayed: ventricular fibrillation. The defibrillator was charged to 200 joules. The defibrillator sounds; ready to deliver shock. Shock button pressed. Monitor screen goes blank, no shock delivered. The patient was taken out to ambulance. The monitor was plugged into ac (electrical) outlet. Monitor turned on. The monitor displays ventricular fibrillation. The defibrillator was charged to 200 joules. Shock button pressed. The shock is delivered. The ambulance crew felt the battery for the monitor was holding the charge and placed the battery on a charger. The defibrillator was returned to the ambulance.